Manufacturer narrative:
The device was returned for analysis. Analysis observed stretching/fracture located from the hub distal to 18cm. The damage is consistent with stretching and breaking of the device due to the lack of hydration before removing it from the carrier tube. The device was not completely separated the inner liner was still attached. There were multiple small kinks in the distal portion of the device. Functional testing of inserting a guidewire could not be completed due to the severe damage of the shaft. Inspection of the remainder of the device, apart from the damage observed revealed no other damage or irregularities.

Event description:
Based on device analysis completed on 24-may-2019. It was reported that the guidewire had difficulty coming out of the catheter. A 180cm renegade hi-flo fathom system was selected for use. During preparation, after the catheter was flushed, the physician attempted to remove the preloaded wire from microcatheter consequently damaging the microcatheter. The procedure was completed with another of the same device. The device was not inserted into the patient's body. No patient complications reported and the patient's condition was stable. However, device analysis noted that the device was fractured at 18cm from the hub.